Event description:
Contact reports that an eagle cervical screw had back out from the plate. The patient had a previously failed fusion and spuedoarthrosis. Patient was implanted with eagle plate and surgeon had planned to add posterior fixation as well. At this time he is taking no action in regard to the back out.as this could result in the need for surgical interventionan MDR is being filled.